Event description:
Thirty-four patients (19 females, 15 males; mean age, 58 years; age range, 38 - 83 years) who underwent 4-level anterior cervical discectomy and fusion with plating over 10 years (1997-2006) were identified retrospectively from a surgical database. Only patients undergoing surgery at 4 contiguous disc levels were included. Patients undergoing corpectomy at any of the intervening levels were excluded from the analysis; that is, all hybrid constructs were excluded. The most common indication was cervical myelopathy, followed by a loss of cervical lordosis, axial neck pain, radiculopathy, segmental instability, radiculomyelopathy, postlaminectomy deformity, failure of previous fusion, and central cord syndrome. Twenty-nine patients underwent fusion at c3-c7, 4 patients at c4-t1, and 1 patient at c2-c6. Thirty-one patients underwent instrumented fusion with semi-constrained plating systems. Three patients underwent fusion with a fully constrained plate. Fibular allograft ring was placed in 26 of the 34 patients. At the surgeon's discretion, 8 patients underwent iliac crest harvest for autologous fusion, typically because the intrinsic quality of the patient's bone was poor. In conclusion four-level discectomy with plating can be associated with a high rate of fusion (92.6%). The technique is safe and effective for managing multilevel cervical spondylotic myelopathy and obviates the need for the staged circumferential procedures that routinely follow 3-level corpectomies. One patient had an incidental durotomy with no cerebrospinal fluid leak.

Manufacturer narrative:
Literature citation: steve w. Chang, md et al. Four-level anterior cervical discectomy and fusion with plate fixation: radiographic and clinical results. J neurosurg spine, 2010, volume 66, number 4. Mean age, 58 years; age range, 38-83 years; 19 females, 15 males. (B)(4). Location: hospital. Neither device nor applicable imaging studies were returned to the manufacturer.